Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion at 8.35 psi. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in for service in review period. The reported issue was confirmed by functional testing. The root cause of the issue was the downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue. The device then passed all functional tests after repair.